Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient, who's undergone breast prosthesis implantation surgery with an unspecified mentor saline implant, suffered left breast implant deflation, post-procedure. As a result, the patient underwent removal and replacement with a 560cc mentor smooth round high profile saline (catalog: 3503560 lot: 5654160 sn:(B)(4)) on (B)(6) 2008.

Event description:
It was reported that a caucasian female patient, who's undergone breast prosthesis implantation surgery with an unspecified mentor saline implant, suffered left breast implant deflation, post-procedure. As a result, the patient underwent removal and replacement with a 560cc mentor smooth round high profile saline (catalog: 3503560 lot: 5654160 sn:(B)(4)) on (B)(6) 2008.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).